Event description:
The customer reported that her blood glucose was 300mg/dl, and that when she checked the cannula, she noticed that the cannula had dislodged from the insertion site. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.